Manufacturer narrative:
Product evaluation: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article, the authors describe the outcome and prognostic factors of postoperative one year glaucoma filtration device (gfd) surgery. The target and method were described as 63 patients, 70 eyes with glaucoma that had gfd combined filtration surgery procedures performed during a 16 month time period and were retrospectively analyzed. These patients were followed up for more than 12 months postoperative. The average age of the subjects was 67.1 +/- 11.5 years. The observation period was 13.3 +/-1.02 months. The types of glaucoma were open angle glaucoma, neovascular glaucoma, secondary glaucoma, and exfoliation glaucoma. In logistic regression analysis, exfoliation glaucoma became a poor prognostic factor. Postoperative complications of choroidal detachment, flat anterior chamber, leakage from conjunctival wound, anterior chamber bleeding, and iris adhesions, all naturally disappeared. Additional surgery including needling was performed. There was no significant difference between the frequency of the complications and the disease type. In conclusion, it was suggested that exfoliation glaucoma may be poor in postoperative reports compared to other disease types in gfd combined filtration surgery. No further information is expected.